Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor stuck on warmup occurred. Data was evaluated and the allegation was not confirmed as the allegation could not be found. However, during data investigation, an early sensor expiration was observed. The probable cause of the early sensor expiration could not be determined. The reported event of a sensor stuck on warmup is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.